Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported that the system intermittently locked up. This caused an intermittent recoverable loss of imaging functionality. This could result in a procedure delay. No pt serious injury or death was related to this event.